Event description:
I used poligrip from (B)(6) 2004 to (B)(6) 2010 while I was using poligrip, I began experiencing numbness and tingling in my extremities. In (B)(6) 2010, I was diagnosed with neuropathy. Blood tests taken at that time showed that I had low levels of copper and high levels of zinc in my blood. My neuropathy is permanent and requires continued medical care and treatment. Dose or amount: denture cream, frequency: two, route: oral. Dates of use: (B)(6) 2004 - (B)(6) 2010. Diagnosis or reason for use: denture adhesive cream. Event abated after use: no.